Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at 80% deployment, angiography showed a high implant, at 0mm, prior to valve deployment. No post-implant angiography was performed; however, no valve migration was noted. Approximately ten days following valve implant, the patient presented with unspecified symptoms. An echocardiogram revealed significant paravalvular leak (pvl) and computed tomography (CT) showed an implant depth of approximately 12-15 mm. Subsequently, a non-medtronic bioprosthetic valve was implanted valve-in-valve on a later date. Per the physician, the cause of the valve migration is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: two cine films included with the complaint were reviewed and showed the following: (1) the valve was deployed to 80% and a high implant was confirmed. (2) a non-medtronic valve was in the process of being deployed in the evolut pro. The final implant depth of the evolut pro could not be determined because no post angiography was provided. The cine films could not confirm the reported echocardiogram results. However, the reported deep implant depth (~ 12-15 mm) was confirmed by CT. Prosthetic valve migration is a known potential adverse effect per the evolut pro IFU, and can be caused by a variety of factors, including valve positioning, valve sizing, patient anatomy, calcification level, sparsely calcified native anatomy providing insufficient anchoring, asymmetrical root calcification, under expansion of the valve and others. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, the pvl was attributed to the valve moving out of the desired position and deep into the left ventricle. Based on the information received and the cine review, a root cause for the valve migration could not be conclusively determined. There was also no alleged reason given as to what caused the movement of the valve from 0 mm to 12-15 mm. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.